Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was not working after an error message appeared stating to use another fiber. The procedure was completed successfully. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts. The fiber was returned and analysis identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber no longer working was confirmed as analysis identified a distal circumferential fracture and glue failure. A distal circumferential fracture has the potential to lead to forward firing. It is probable that the tissue adhesion identified on the metal cap contributed to the elevated temperatures leading to the circumferential fracture and glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including circumferential fracture. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use, failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was protruding more than usual indicating a glue failure. Additionally, the glass cap exhibited a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of tissue contact. The glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.